Event description:
It was reported that patient received one shock for ventricular fibrillation (vf) at home and was brought to the emergency room. While in the emergency room the patient was externally defibrillated six times unsuccessfully. There are complaints of a lead integrity alert (lia) and undersensing on a competitor right ventricular (rv) lead. No specific complaints or allegations made against the device. Cause of death was not yet made available at this time.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
(B)(4) implantable cardioverter defibrillator (ICD); st jude medical 188tc implantable pacing lead.